Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple machines had switched to profile mode. A technical support specialist initiated a request to change the machines from profile to non-profile mode and confirmed the switch with the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine was switched to profile mode. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.